Event description:
Customer reports a fiber leak on an unknown reuse number at the onset of treatment noted by a blood leak alarm and confirmed with hemastix. Pt given 400cc's ns replacement fluid. Treatment restarted with new disposable without incident. No pt injury or medical intervention required.